Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implant procedure, at the time of implanting lens in the cartridge and assembling it in the auto search the lens got stuck and got scratched. Additional information has been received stated that procedure was completed same day and there was a patient contact. No further information available.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.10. The product was returned for analysis and damage was observed to the intra ocular lens (iol). No cartridge was returned. Intra ocular lens (iol) returned positioned correctly in the iol case. A significant amount of solution is dried on both surfaces of the optic and haptics. Both haptics are nicked/chipped-rejectable. The optic is cracked/fractured and scratched/marked-rejectable. The iol met specifications when dimensionally measured for edge thickness and plan view. No cartridge was returned. While we are unable to determine the origin of the reported complaint, our observations reasonably suggest that it is not manufacturing related. The iol met specifications when dimensionally measured for edge thickness and plan view. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The complainant indicates the use of viscoelastic, which is not qualified for use with associated iol model. The reported complaint was not observed as no sample was returned for analysis; however, based on the information provided by the customer, the most likely root cause is failure to follow instruction for use (IFU), as the reporter states the use of a non-qualified combination. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The manufacturer internal reference number is: (B)(4).